Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the patient had several hemodynamic destabilization events (pulmonary hypertensive crises and significant desaturation) associated with multiple attempts to weigh the baby. Reportedly, the baby went three days without the care team succeeding in obtaining a weight, with the baby destabilized at every attempt. As the weight had to be estimated by the medical team, adjustment of medication and infusions was not compliant. Reportedly, the problem lies in the need to lift the baby, who is often very unstable and fitted with a brace, in order to obtain zero weight. There was no device malfunction reported. No further health consequences for the patient were reported.

Event description:
It was reported that the patient had several hemodynamic destabilization events (pulmonary hypertensive crises and significant desaturation) associated with multiple attempts to weigh the baby. Reportedly, the baby went three days without the care team succeeding in obtaining a weight, with the baby destabilized at every attempt. As the weight had to be estimated by the medical team, adjustment of medication and infusions was not compliant. Reportedly, the problem lies in the need to lift the baby, who is often very unstable and fitted with a brace, in order to obtain zero weight. There was no device malfunction reported. No further health consequences for the patient were reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Additionally, the product manager and technical product manager of the babyleo tn500 visited the customer to address the weighing procedure. The scale is integrated in the bed support. When weighing the patient, the objects resting on the mattress are also weighed. In order to precisely determine the patient's weight, the scale must be tared. To tare the scale, the patient must be lifted up so that the weight of the mattress tray and the objects resting on it can be determined. This weight is deducted from the measured weight when the patient is subsequently weighed so that only the patient's weight is displayed. An acoustic signal sounds when the scale is tared and also when the weighing process is complete. In the course of the visit at the customer, it was found that when the material is lifted from the mattress for taring the scale, it does not remain in position but moves due to unstable holding or movements of the patient. This movement in the material creates a permanently changing force on the lying surface. This permanently changing force on the patient bed results in a permanently changing zero point on the scale. The scale needs a stable zero point to measure and if the scale cannot find a stable zero point, the measurement is aborted. Instructions and training were provided for the customer, and it was confirmed that the weighing procedure was performed successfully by the staff. The investigation found no indication for a device malfunction. The device and the integrated scale were performing as specified. If the integrated scale cannot be tared, the weighing of the patient in the babyleo is not possible. As reported for this case, multiple attempts to weight could be stressful for the patient. Also, the weight of the patient is necessary for adjustment of the medication and infusions. The instruction for use (IFU) states to double-check therapeutic decisions that are based on the patient's weight by performing a reference measurement using an external scale. On request it was reported that no additional medication or treatment was required, and there were no long-term consequences for the patient due to the reported event. Based on the investigation results this case is assessed to be not reportable anymore as neither a death nor a serious deterioration in the patient's state of health occurred and this is not to be expected in the event of a recurrence as there was no device malfunction.